Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri). The field representative believes eri was triggered due to charge time measurements. At this time, the monitoring voltage and charge time measurements are unknown. The field representative indicated that the patient would be brought in for a change out procedure in the near future. No adverse patient effects were reported. Additional information has been requested; however, no further information is received.

Event description:
Additional information indicated that the monitoring voltage was 2.56 volts and charge time measurements were 26 seconds. A change out procedure was performed and the device was explanted.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.